Event description:
It was reported that the patient had pocket stimulation. A lead alert sounded for high thresholds on the right atrial (ra) lead. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator (B)(4) 2005; 5054-58 implantable pacing lead (B)(6) 2005. (B)(4).